Event description:
It was reported that an ac plug for a pt monitor overheated, generating visible smoke. The dash monitor was not damaged, and was tested and put back in service. The power cord has been requested for investigation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.